Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. Visual inspection revealed that the carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The temperature dot indicator had been triggered. There was a kink observed on the shaft of the hemostasis sheath. The kink was located at the 'o' marker on the hemostasis sheath. The anchor was also observed to be in the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed. The locking mechanism was reset to forward lock position. The anchor was observed to be released. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to be posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture were observed to release. The tamper tube did not release. No other functional anomalies were observed. The hemostasis sheath and the carrier tube assembly were unmated. The carrier tube assembly was then cut to check for the presence of the tamper tube. There were dried blood-like substances on the surface of the tamper tube and the inner lumen of the hemostasis sheath. A kink was observed on the tamper tube. Measurements were taken of the carrier tube ID and tamper tube od. The tamper tube od was found to be 0.060which is within specification of 0.060" +/-0.002". The carrier tube ID was found to be 0.068" which is within specification of 0.068" +/- 0.005". Both measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely root cause is the user not placing the device in full forward lock position or an obstruction to the anchor posting on the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, only year provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. Patient: reported to be danish. Occupation- radiographer interv. Radiology. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy correctly in spite of normal bleed back during placement. The whole device came out when they pulled back as the anchor did not deploy as intended. There was no patient harm additional information was received on 14jul2021. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta). A 6f sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable and was discharged without delay. Hemostasis was achieved by manual compression.